Manufacturer narrative:
Continued e1 phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on the device related to the reported event of rupture was received on april 03, 2025 with lot number 2317840. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as surgical impact opening. As per the investigation procedure non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture was requested on march 04, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.